Event description:
It was reported that during use of the iab, the pump experienced helium loss alarms and blood was noted entering the gas tubing. The iab was removed and a replacement wasn't necessary. The pt did expire of conditions not related to this incident.